Event description:
A consensus bipolar head/insert assembly was implanted by a dr. On 10/06/98. On 10/22/98 the pt " fell to the ground." Upon examination it was discovered that the hemi-hip implant had dislocated from the pt's acetabulum. A closed reduction was attempted, but was unsuccessful. X-rays indicated that after the attempted closed reduction of the joint, the 28mm femoral head was disassociated from the bipolar head/insert assembly. Revision surgery was required to replace and relocate the hemi-hip implant.